Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for the evaluation. Omsc could not duplicate the reported phenomenon, but found as follows: - there was no damage of the suction channel inside the subject device control unit which could occurred the reported phenomenon; - omsc has no information for the foreign object; - omsc checked and tested that channel cleaning brush (bw-20t) could go through the suction channel inside the subject device control unit as the specification of the subject device; - omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Moreover. - omsc also checked and tested that the test jig could not go through the suction channel where close to its endoscope connector. But it could not find out a relation between cause and effect. Though the exact cause of the reported event could not be conclusively determined because it could not duplicate the reported phenomenon, omsc surmised that the reported phenomenon was attributed to the insufficient or inappropriate cleaning and disinfection of the subject device by the user. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for the evaluation. The exact cause of the reported event has been under investigation. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the foreign object came out from the distal end of the subject devise during the incoming inspection for the repair at olympus service operation repair center (sorc). It was occurred because there was the damage of the suction channel inside the subject device control unit. There was no report of patient injury associated with this event. The user facility did not provide the other detailed information.